Event description:
Boston scientific received information that the patient presented to the emergency room after receiving therapy from the device. Upon interrogation, it was noted that there was one episode where 56 bursts of anti-tachycardia pacing (atp) were delivered and then the patient received a shock. Boston scientific technical services (ts) was consulted and stated that it appeared the rhythm had accelerated in that episode and although the patient's rhythm slowed it did not convert the patient out of ventricular tachycardia (vt). Other episodes were reviewed where the patient's vt was below the rate cutoff (rco), thus therapy was not delivered. The physician noted that he did see short runs of vt while evaluating the patient and planned to wait for the patient's laboratory results before making any decisions. Ultimately the patient was given medications to control the vt storms and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.